Manufacturer narrative:
Information references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that they started having pain at the ins site from the last week and a half prior to the report. They stated it was on the ins site and they were going to the ER because they were in so much pain. The patient noted that they had a seroma "pop" up on (B)(6) 2015 and the ins flipped and turned around. It flipped sideways and upside down, but they decided not to do anything because it was still functioning. The implantable neurostimulator (ins) was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.